Event description:
It was reported that continuous glucose monitor displayed malfunction alarm and customer experienced sensor issue. There was no reported adverse impact to the customer. Customer contacted support, completed pump reset with guidance from technical support, confirmed malfunction alarm did not recur, and successfully started new sensor session.